Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she experienced ineffective stimulation from her scs system. Reprogramming initially resolved the issue. Surgical intervention later took place on (B)(6) 2015 to place an additional lead to help improve stimulation coverage however, the procedure was abandoned (reference MFR. Report #1627487-2015-06458). The patient will follow up with her physician to determine any further action that will be taken to address the issue.